Event description:
It was reported that during an interventional procedure to treat a 99% stenosed, calcified lesion in the proximal "lad", a pinhole rupture in the dilatation catheter resulted in dissection. A stent was deployed to treat the dissection. The pt was reported to be doing well as of the date of this report.